Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a sensor issues. He said he woke up on may 6 in the middle of the night and his blood glucose value was 470 and it went up to 474. He woke up and took insulin through the pump. He thinks he forgot to take a bolus before he ate. He treated with the pump and his blood glucose has been fine since. Troubleshooting was declined.